Event description:
Caller reported inform system neonate blood glucose results of 34 mg/dl at 08:51 am and 39 mg/dl at 08:53 am. Lab result from a sample drawn at 08:57 am was 12 mg/dl. No adverse event reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.